Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (integrated charger problem) was confirmed due to the bga failure of pld component and pxa component on the c/a board. Upon investigation, the charger was experiencing resets. The root cause for the failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a charger problem.